Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had since been discharged and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a history of a persistent pseudomeningocele following removal of a posterior fossa meningioma. On (B)(6) 2018 the patient underwent a repair of the suboccipital pseudomeningocele with a lumbar drain placement to assist with decompression. During the removal of the lumbar drain, the tip was identified as not intact. CT scan was performed which confirmed a retained catheter fragment at the l2-3 interspace. On (B)(6) 2018, the patient underwent a surgical procedure to remove the fragment. The procedure was successful, and the retained catheter tip measured 3.5 cm in length.